Event description:
During a case involving a (B)(6) woman, the iris valve on the main body sheath leaked blood. The sheath was continuing to bleed. At the end of the case. The pt¿s blood pressure dropped to 30. Three units of blood transfused. Pt was stabilized after transfusion. Pt current status is stabilized. Pt underwent a blood transfusion and extra angiograms due to this difficulty.

Manufacturer narrative:
Event is still under investigation.